Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received high sensor scan results and experienced a loss of consciousness. The customer lost consciousness but reported they were able to self-treat with crystal-lite water. There was no report of death or permanent impairment associated with this event. A readings comparison of 185 mg/dl and 185 mg/dl with the sensor against 55 mg/dl and 94 mg/dl with the adc meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received high sensor scan results and experienced a loss of consciousness. The customer lost consciousness but reported they were able to self-treat with crystal-lite water. There was no report of death or permanent impairment associated with this event. A readings comparison of 185 mg/dl and 185 mg/dl with the sensor against 55 mg/dl and 94 mg/dl with the adc meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.